Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9055078. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the indwelling catheter was out at 7am, fully deflated and still attached to stat lock. Catheter spontaneously came out without any pulling and the balloon deflated completely.

Event description:
According to the available information the indwelling catheter was out at 7am, fully deflated and still attached to stat lock. Catheter spontaneously came out without any pulling and the balloon deflated completely.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9055078. Quality database was checked and revealed a corrective and preventive action: "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A rmf evaluation was made based on criq247, risk identified 11507 (hazardous situation: catheter balloon cannot stay inflated or burst). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.